Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced multiple episodes of hyperglycemia over approximately two weeks while taking sinus medication and intermittently removed the ilet to administer manual insulin; the user asked whether a factory reset was indicated. Symptoms included elevated blood glucose above 300 mg/dl for several hours without acute complications. Outcomes included self-management with back-up insulin therapy and no need for assistance or medical intervention. Investigation included review of device data and user reports, with education and troubleshooting provided and referral for follow-up by the field team. Investigation of this case revealed no device alerts or malfunctions and device performance consistent with reported use; aggregate data showed approximately 75 percent time in range over 14 days. It was concluded, based on previously established findings for similar reports, that the cause was unclear and could not be determined.